Event description:
The pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was reportedly positioned and ballooned once. It was reported the balloon was placed entirely within the trunk during the ballooning, and the inflation volume is unk. Intra-operative imaging identified a proximal tear in the infrarenal aortic lumen at the level of the trunk. It was reported the rupture occurred as a result of ballooning in the pt's extremely calcified and friable aortic neck. An aortic extender component was then deployed within the trunk to repair the rupture. Final angiography showed resolution of the tear and exclusion of the aneurysm, and the pt tolerated the procedure.

Manufacturer narrative:
The IFU contains warnings and precautions relating to usage in extremely diseased vessel. The inflation volume of the balloon is unk. Inflation guidelines are provided in the IFU and should be followed.